Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported progressive right heart failure, acute hypoxic respiratory failure, renal failure, and patient outcome could not be conclusively determined during this investigation. A cause for these events could also not be determined. Heartmate ii left ventricular assist system (lvas), serial number (B)(6) , was not returned for investigation. The account reported that the patient expired due to progressive right heart failure, acute hypoxic respiratory failure, and renal failure. The patient was transitioned to comfort care and ultimately expired on (B)(6) 2021. Heartmate ii left ventricular assist system (lvas), serial number (B)(6) , was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists the adverse events that may be associated with the use of heartmate ii left ventricular assist system, including renal failure, respiratory failure, right heart failure, and death. Section 6 "patient care and management" states that "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." This section also outlines treatment options for right heart failure. No further information was provided. The manufacturer is closing the file on this event.